Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/22/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and one suture piece outside its packaging. Product code sxpp1a101. According to the information received, it was reported by a sales rep that, during an unknown surgery, the suture was detached from the needle even though the surgeon didn't put any force on the product. The product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual inspection of the detached needle, the attachment condition was as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The suture piece was inspected, and the insertion mark was observed to be as expected. In addition, the end of the suture was noted to be cut probably caused by a surgical instrument. As per the conditions of the returned sample, no functional test could be performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 - pending device evaluation. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The following information was requested but unavailable: can you identify the lot number of the product that was used?

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on (B)(6) 2024 and a barbed suture was used. During the procedure, the suture came off from the needle with use. It was a control release needle. There were no adverse consequences to the patient. Additional information was requested.